Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent a wound revision procedure to try and clean out infection. Subsequently, the device and electrode were explanted one week later due to infection and erosion. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.